Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation no computed tomography angiography images were provided for review. Further, a specific cause for the reported obstruction could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency and inadequate unloading of the left ventricle could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Associated manufacturer report number 2916596-2026-00303. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for heart transplant status 2 due to worsening outflow graft obstruction. The patient had a right heart catheterization (rhc) on (B)(6) 2026 which showed inadequate unloading of the left ventricle with increased speed, no significant increase in cardiac index and worsening aortic insufficiency. Echocardiogram (echo) ramp measurements at 5800 revolutions per minute (rpms) were atrial valve (av) closed, left ventricular internal diameter at end-diastole (lvidd) 9.4 cm; cardiac output/cardiac index (co/ci) 3.55/1.68, and at 6200 rpms were av closed, lvidd 8.6 cm co/ci 3.9/1.7. The speed was left at 5800 rpms. The patient had a previous rhc/echo 6 months prior [mrn 2916596-2026-00303] which showed at 5500 rpms (av closed, lvedd 8.4cm; co/ci 3.37/1.52); and at 6100rpms (av closed, lvedd 8.1cm; co/ci 4.38/1.98) along with having elevated filling pressure and pulmonary vascular resistance (pvr). The speed was left at 5800 rpms. This suggested worsening outflow graft obstruction. The international normalized ratio (inr) goal was 2-3 and had been therapeutic. Log files were submitted for review and did not contain attributes that would lead to suspicion of an obstruction.